Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: the pinnacle sheath valve was leaking; and there was no patient injury.

Manufacturer narrative:
As stated , this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00148 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation and the production lot number was not provided. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from three recent lots. A visual examination of the retention samples confirmed there were no visual defects. Functional testing confirmed the products met manufacturing specifications. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00148 to provide the sample evaluation results.